Event description:
Additional information received reported that the physician decided to wait at least 6 months before evaluating the possibility of a new implant because the decubitus ulcers could lead to an infection, and they preferred to wait for the patient to recover.

Event description:
While at a follow up appointment, after a battery replacement, it was discovered the pocket was irritated and the device was almost exposed. At the time of the battery replacement a pocket adaptor needed to be used to connect the new battery to the existing lead and extension. The day after the follow up appointment, the device and pocket adaptor were explanted. The extensions were cut and the leads were left implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.